Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, red particles and underweight. A visual and microscopic analysis was performed which identified sharp broken on radius due to a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius due to a surgical impact opening.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling. Clarification to d.7. Explant surgery has not been confirmed.

Event description:
Physician reported a rupture of the left device. The device remains implanted.